Event description:
The customer reported to beckman coulter (bec) that lower hemoglobin (hgb) results were recovered from coulter lh500 instrument in manual (secondary) mode, compared to the results obtained from this instrument in auto mode. The customer also reported that erroneous hgb results were obtained for a single sample run on the lh500 analyzer, compared to results obtained on another lh500 analyzer which were considered correct. Data provided for review indicated that the sample was initially run on lh500-1 in the automated mode, and it was rerun two additional times for confirmation on lh500-1 and lh500-2, since the initial results triggered a delta check. Lower complete blood count (cbc) parameters without instrument generated messages were obtained on lh500-1 on initial run compared to the results from lh500-2, which were reported out as correct. No erroneous results were reported out of the laboratory, and there was no death, injury or effect to patient treatment as a result of this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse adjusted the mode to mode for hemoglobin (hgb) in manual mode. While on site, the fse also replaced valve (pv4) to address the high vacuum out of range errors reported by the fse while troubleshooting. The fse also replaced the actuator for valve (pv4). A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse adjusted the mode to mode for hemoglobin (hgb) in manual mode. While on site, the fse also replaced valve (pv4) to address the high vacuum out of range errors reported by the fse while troubleshooting. The fse also replaced the actuator for valve (pv4). Failure mode was attributed to a mode to mode hgb adjustment and to the actuator to pv4 which needed to be replaced.